Manufacturer narrative:
Unit alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor. Unit received with minor scratched lcd window.

Event description:
It was reported that the customer received multiple compromised force sensor system alarms on the insulin pump. Advised that a replacement insulin pump would be sent. The customer's blood glucose was 99 mg/dl. Nothing further reported.